Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on 1/19/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a bent spc pin issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(6), 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6), 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6), 2012, at 7 am. She stated that she manages her diabetes in the "morning" with glipizide pills (1x/day) and due to the alleged issue she continued taking her usual dose of medication. The patient claimed on (B)(6), 2012, between 9 am to 10 am she felt "sweaty", which she associate to a hypoglycemic state. However, she denied receiving any form of medical intervention in response to her symptom. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the issue remained unresolved. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(6), 2012, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.